Event description:
The patient had generator and lead replacement surgery on (B)(6) 2012. After the surgeon replaced the generator, system diagnostics still indicated high impedance with > 10,000 ohms. Therefore, the lead was also replaced, and the surgeon reported that she did not see any obvious discontinuity in the explanted lead wire. Proper pin insertion was verified after full replacement. Two system diagnostic tests (one out-of-pocket and one in-pocket) indicated within normal results respectively. Attempts for product return have been unsuccessful to date.

Event description:
It was reported that high impedance was detected during diagnostics on (B)(6) 2012, and the patient had experienced a recent increase in seizures. The patient's device was disabled on this day. No additional information was available from the physician's office at the time of the report. The patient had x-rays performed, and a copy was sent to the manufacturer for review. Based on the x-rays received, a lead fracture in one of the coils appears to be present near the location of the anchor tether which is likely the cause of the high impedance. No additional lead fractures or sharp angles could be visualized. However, an unpronounced lead discontinuity cannot be ruled out. Clinic notes dated (B)(6) 2012, were received which revealed that the patient has recently not been feeling stimulation during normal or magnet mode stimulation. As such, the physician increased the output current to 2.5ma and then 3.0ma, but the patient could still not feel the stimulation. The notes reported that the patient has a "currently well controled seizure disorder consisting of absence epilepsy with frequent very prolonged periods of absence lasting a day or more at a time." Attempts for additional information from the physician have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death.

Manufacturer narrative:
Type of report, corrected data: the initial report inadvertently did not indicate that this is a 30 day report.

Event description:
Additional information was received from the referring physician indicating that both normal mode and system diagnostic revealed high lead impedance (output status: limit / lead impedance: high / dcdc: 7). With response to the increase in seizures, he reported that the patient's response to vns seemed to be good with decreased absence and grand-mal seizures. There was no change in seizure pattern when the vns "stopped working." Neither the absence or grand-mal seizures increased. The patient was not aware of any activity that preceded the loss of perception to the vns stimulation. The patient was referred for replacement due to the high impedance. No additional information was provided.